Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a coronary stenting treatment procedure, stent dislodgement occurred. The lesion being treated was located in the circumflex (cx). The lesion was predilated with an emerge balloon. The physician attempted crossing the lesion with a 3.0x16mm promus element plus stent. There was an ostial left anterior descending stent that was occluded and slightly hanging in the left main in which the distal end of the 3.0x16mm promus element catheter got caught. The stent was stripped from the stent delivery system and a snare was used to retrieve the device. The dislodged stent was successfully removed outside the patient. The physician predilated the lesion with another emerge balloon and was successful able to stent the lesion with another 3.0x16mm promus element stent.

Event description:
It was reported that during a coronary stenting treatment procedure, stent dislodgement occurred. The lesion being treated was located in the circumflex (cx). The lesion was predilated with an emerge balloon. The physician attempted crossing the lesion with a 3.0x16mm promus element plus stent. There was an ostial left anterior descending stent that was occluded and slightly hanging in the left main in which the distal end of the 3.0x16mm promus element catheter got caught. The stent was stripped from the stent delivery system and a snare was used to retrieve the device. The dislodged stent was successfully removed outside the patient. The physician predilated the lesion with another emerge balloon and was successful able to stent the lesion with another 3.0x16mm promus element stent.

Manufacturer narrative:
Device evaluated by manufacturer - the stent was returned dislodged from the balloon and attached to a snare. A visual and microscopic examination noted that the stent was severely damaged along its length. One half of the stent attached to the snare was bunched up and the other half was stretched. The delivery device was not returned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).